Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that patient started whitening about 7 days prior, and four days later, woke up with swollen lips and a mildly swollen face. The patient still has some swelling of the face and lips. Informed dentist to advise the patient to permanently discontinue use of the kor desensitizer permanently, and that once all symptoms subsided, the patient can resume whitening. Also, if need be, the patient can visit his general practitioner to help with any potential symptoms. Per follow-up with dentist on (B)(6) 2017, the patient's symptoms were gone within 3 days, and the patient started whitening again 3 days ago. Since discontinuing the kor desensitizer, the patient has had no further issues.